Manufacturer narrative:
Date rec¿d by MFR: 17jun2019. Date of report: 06aug2019. The customer confirmed the touch screen was functional when the navigation-ring issue was discovered, therefore, navigation-ring not working does not affect the functionality of the vent. The user can use the touch screen to make any setting changes if the nav-ring is not functional. The device will continue to function and ventilate the patient, and thus poses no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported navigation-ring defective. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.